Event description:
It was reported that the device was used during a laparoscopic colon procedure, the metal tip broke. The case was completed with a same like device. There was no consequence to the patient.